Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit blew air that was 3-4 degrees cooler than the desired setting. The customer reported there was no patient involvement.

Manufacturer narrative:
One product was received for evaluation and was not confirmed. The unit met specification as received. The visual inspection that heavy damaged was found to the unit. Unit cannot be repaired due rear case damage. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.